Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred during installation of the device. There was no patient involvement.

Manufacturer narrative:
As per manufacturer's subsidiary the pump was being installed into the sucker position. During laboratory analysis, the product surveillance technician (pst) observed the main gut shaft to be broken. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the pump was noisy. The manufacturer's subsidiary service technician found the shaft of the pump to be broken causing the noise. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.